Manufacturer narrative:
The reported complaint was confirmed. The pressure transducer cable is manufactured by another manufacturer and was the cause of the problem. The pressure transducer itself operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) confirmed that the pressure values were not showing on the ccm display. Verification/release testing was performed and it was determined that the pressure module was operating within specification. After further troubleshooting, it was determined that the pressure transducer cable was not working.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the pressure values were not displayed on the central control monitor (ccm) after calibration. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.